Event description:
Pt reported experiencing elevated blood glucose levels and discovered a bent needle on the infusion set. Pt stated, the infusion device didn't give any alarm or error message indicating an occlusion. Pt reported, she discovered the issue after she experienced elevated blood glucose levels of about 500 mg/dl. Pt's normal blood glucose levels were not provided. Pt used the insertion assist device when she inserted the infusion set. Pt switched to her back up infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2012 the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. Also the alarm functions passed the test successful. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.